Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable, and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was unable to duplicate the reported image issue. The cable was tested with a test monitor and test blade and the image produced was stable and clear with good color rendition. Since the customer received a replacement, the returned smart cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.